Manufacturer narrative:
Feb 10, 2016 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation, complaints review. Results: the customers¿ complaint noted above has been confirmed by engineering. The device history record for the unit(s) listed in this complaint under lot code: 154. A total of (B)(4) were produced of this lot. Manufacturing date april 2015,may 2015 and june 2015. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in trackwise for this reported failure and or related for this product family shows that (B)(4) complaints were received including this case. CAPA has been issued to further investigate this reported failure conclusion: in summary, upon further investigation into the customer¿s complaint, engineering noticed the s.f. Clamp subassembly (p/n 4088021) was not functioning properly as designed on both received units. The s.f clamp subassembly primarily comprises of two .75 serrated clamps (p/n 4044011), which lock together when the handle is placed in the locked position. A dysfunctional, likely bent, internal component within the .75 serrated clamp assembly is likely the main cause for the s.f clamp subassembly not properly tightening onto the field post. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force. Engineering checked and verified all remaining sterile field posts (p/n 10244) currently in stock are functioning as intended.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Post is rotating/ slipping during surgery.